Manufacturer narrative:
The iol was received for analysis and the diopter measured 14.0 d and is correct as labeled. The explanted lens was replaced with a 2.0 diopter higher lens of the same model. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the intraocular lens was explanted 1 week after the initial implant without complication. Reason stated was that the power was off for the patient by 2.0 diopters.